Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2023-05051). It was reported to boston scientific that an advanix biliary stent and naviflex delivery system were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the second part duodenum, performed on (B)(6) 2023. During the procedure and inside the patient, when the physician attempted to deploy the stent, the guide catheter detached from the push catheter. A piece of the broken guide catheter was left inside the stent. The physician successfully implanted the stent leaving the piece of broken guide catheter inside. It was reported that a follow up procedure was performed, and the implanted advanix biliary stent (the subject of MFR report # 3005099803-2023-05051) with the broken piece of guide catheter of the naviflex delivery system (the subject of this report) were successfully retrieved from the patient. There was no information if a new stent was implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the guide catheter was detached and kinked.

Manufacturer narrative:
Block h6: imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf impact code f2202 captures the reportable event of endoscopic procedure. Imdrf device code a0401 captures the reportable event of guide catheter break.